Event description:
It was reported that the screw went through the hole of the plate. The surgeon locked the variable angle screw in the first distal shaft hole by hand. When he inserted it in the second distal shaft hole, he found that the screw had already run through the first hole. The surgeon used the torque driver and locking compression plate guide, but the torque driver did not lock the screw. The surgeon removed the screw from the contralateral side. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The torque drive, the thread of the locking head and the cutting edges were badly damaged due to excessive applied mechanical force while in use. No product fault could be detected. This complaint is indeterminate from a manufacturing standpoint.